Manufacturer narrative:
Initial report sent to FDA on 9/28/2007.

Event description:
Procedure: nissen fundoplication. According to the reporter: the needle broke in half with 1/2 retained in pt and the other half still connected to the suture. The portion of the needle that was not lost was thrown away later by staff and after an x-ray showed the presence of a foreign body in this area. The patient is aware of this incident and the surgeon told him he doesn't feel it will cause him any problems because of the growth of scare tissue around it in time. The account was unable to determine the subject product lot number.